Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they are experiencing pain down their arm and towards their elbow. Patient stated that she was seen in (B)(6) because, she was having prickling pain in her heart. They told her everything was fine and sent her home. The patient then made another appointment and it was noted that the device had migrated. The patient had a device revision. The patient further reported that she cannot understand why the device is not staying where it was implanted. The device is now more to her side, in the crease of her my arm and her armpit. The device remains in use. No patient complications have been reported as a result of this event.